Manufacturer narrative:
Concomitant medical products: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6)2002, product type: extension. Product ID: 3887-33, lot# j0225469v, implanted: (B)(6) 2002, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient spoke with the manufacturing representative several times on the day of report and the manufacturing representative helped the patient restart their device and now she was seeing a power onreset message on the implantable neurostimulator recharger (insr) screen. Later it was reported that the patient was seen at office visit on (B)(6) 2015 with complaints of ¿trouble charging spinal cord stimulator (scs).¿ the healthcare professional (hcp) established contact with the manufacturing representative requesting a call to the patient. The hcp had made no other actions since that time and had no updates from the patient.

Event description:
Additional information was received indicating that they were not sure about the physician mode recharge (pmr) but it was noted that the device was restarted. They went without charging for about a month because, they were getting a hang of the charging process. The device was restarted by a nurse or rep, and the patient was shown how to recharge. It was noted that everything was working fine and the patient was receiving effective therapy.